Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
--

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) noticed that their heart rate was below the lower rate limits (lrl) of 70 paced beats per minute when taken on an external blood pressure machine. The patient came into the clinic for evaluation, and the histograms also showed rates below the programmed lrl. No adverse patient effects were reported and at this time, no further information has been made available.